Manufacturer narrative:
Device was returned for evaluation. Additional information: reported event: an event regarding damaged threads of a trident modified window trial was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection confirms the reported thread damage. Significant damage was noted on the body of the device, consistent with extraction damage confirmed by discussion with a material analysis engineer. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events. Conclusions: the reported thread damage was confirmed. The exact root cause could not be determined as the severe damage to the threads meant no evidence of the original thread condition could be observed, however the damage is consistent with extraction damage confirmed by discussion with a material analysis engineer. If additional information is received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends.

Event description:
The surgeon was doing a trident and he tried the trial cup assembled with the cup inserter. When he disassembled the trial cup from the inserter the thread was broken ( the inserter cannot be threaded into a cup or a trial cup again).the surgeon discovered some metal particles when he unthreaded it from the inserter. The customer further reported that the surgeon tried with size 48 first and it didn't fit. Debris fell off when he and the scrub nurse unthreaded it. It was very well threaded, that's why 2 people were involved. Then he undertook acetabulum reaming (common procedure to do a greater reaming) and then he tried with size 50. He noticed debris again after unthreading the trial cup from the inserter. The surgeon did pulse lavage in the surgery field and believes that all debris was removed. There was a surgical delay of 5 minutes while this was done.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded. Additional information has been requested and if received, will be provided in the supplemental report. Discarded.

Event description:
The surgeon was doing a trident and he tried the trial cup assembled with the cup inserter. When he disassembled the trial cup from the inserter the thread was broken (the inserter cannot be threaded into a cup or a trial cup again).the surgeon discovered some metal particles when he unthreaded it from the inserter. The customer further reported that the surgeon tried with size 48 first and it didn't fit. Debris fell off when he and the scrub nurse unthreaded it. It was very well threaded, that's why 2 people were involved. Then he undertook acetabulum reaming (common procedure to do a greater reaming) and then he tried with size 50. He noticed debris again after unthreading the trial cup from the inserter. The surgeon did pulse lavage in the surgery field and believes that all debris was removed. There was a surgical delay of 5 minutes while this was done.